Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105647, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7105021, UDI: (B)(4).

Event description:
It was reported that the patient had experienced several infections at the implantable pulse generator (ipg) area. The physician confirmed that the infection was not device or procedure related. It was noted that the patient did not take caution with the healing process and got an infection. The patient was administered antibiotics. No device malfunction was suspected. Additional information was received that the patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted device components were discarded by the medical facility.

Event description:
It was reported that the patient had experienced several infections at the implantable pulse generator (ipg) area. The physician confirmed that the infection was not device or procedure related. It was noted that the patient did not take caution with the healing process and got an infection. The patient was administered antibiotics. No device malfunction was suspected.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.